Event description:
Pt's daughter (B)(6) reports of tech at (B)(6) on (B)(6) 2018 that (B)(6) passed away on (B)(6) 2017. Prescriber: (B)(6). Dose or amount: 1 syringe, frequency: qn for 4 weeks. Route: intra-articularly into the right knee. Dates of use: (B)(6) 2016. Diagnosis or reason for use: osteoarthritis. "Is the product compounded: no, is the product over-the-counter: no."